Event description:
It was reported that the ICD was in the battery state eos about 63 months after the implant, which deactivated the tachycardia detection. During a follow-up about 1.5 weeks earlier, the battery state had still been mol2. The patient was admitted to the hospital, and the device was explanted.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which was activated on (B)(6) 2018 by the implant. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The electronic module was then connected to an external voltage source and again underwent an electrical function test. The current uptake of the electronic module was checked and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and proved that there had been no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery did not show any anomalies. The battery was then opened for a destructive analysis. During the examination of the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electric module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and established to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was found during the battery analysis.